Event description:
It was reported that the system 9600 had intermittent table movement when the up command was given. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The power supply ps3 was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.